Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed posterior mitral leaflet (pml), flail in the lateral part of the valve, and a degenerated pml tip for a mitraclip procedure. Prior to deployment of the first clip on a2/p2 (anterior and posterior leaflet segments 2) lateral, leaflet insertion assessment of the pml was difficult due to challenging imaging and multiple insufficient grasping attempts. Tissue bridge was not assessable in 3d transgastric plane (imaging challenges). The physician decided to take the risk and deploy. During deployment, separation of the clip delivery system (cds) and the clip could not be confirmed. Standard troubleshooting maneuvers were performed, such as countering the misalignment. The clip was successfully deployed. The anterior mitral leaflet (aml) was well inserted, more so than the pml in the echocardiogram. This was due to an observed partial detachment of the posterior leaflet (leaflet tip and/ or chordae were attached to the clip arm). The clip was stable in fluoroscopy. Because the mr was not sufficiently reduced, a second clip was implanted lateral to the first. The mr was reduce to grade 1. There was no clinically significant delay or adverse patient effect.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was associated with challenging imaging. The reported difficult grasping the leaflets appears to be related to patient morphology pathology. The reported difficulty deploying the clip appears to be due to the reported poor image resolution. The partial clip movement appears to be due patient anatomy and procedural condition of the difficulty to deploy the clip. There is no indication of a product issue with respect to manufacture, design or labeling. Na.